Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: following a manta deployment the post angiogram revealed extravasation on the medial side of the vessel. Pulsatile bleeding noted. Surgical cutdown revealed that the collagen was against the inguinal ligament. The collagen, suture, stainless steel clip and footplate were removed intact and a suture was placed at the access site. Minimal blood loss noted and unrestricted flow noted prior to and following the cutdown. Extremely high bifurcation was noted on the post deployment angiogram. Additional information on (B)(6) 2022: during a thoracic aneurysm repair procedure, a micropuncture kit and ultrasound were utilised to obtain access in the mid femoral head. Vessel size was greater than 8mm with no calcification or tortuosity. The measured manta depth was 3.5 cm and was deployed at 5cm. Prior to deployment, systolic blood pressure was reported as being within normal limits, act was 241. 8000ui of heparin and an unknown amount of protamine were administered intravenously. Post deployment, prolonged pulsatile flow was noted. Surgical cutdown was performed. Hemostasis was achieved at approximately 15 minutes. Manual pressure was maintained during cutdown. The manta device was explanted and patient was reported as stable.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate extravasation proximal to the manta radiopaque lock. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A central positioned access was achieved utilizing ultrasound and micropuncture. The arteriotomy was greater than 8.0mm, depth measurement of 3.5 - 4cm + 1cm, and no calcification or tortuosity present. No issues were encountered advancing or withdrawing procedure sheaths. Following deployment, a post angiogram indicated extravasation on the medial side of the vessel and an extremely high bifurcation was noted. Prolonged pulsatile flow was noted, and the physician choose to do a surgical cut down while manual pressure was maintained. It was revealed during the surgical intervention, the collagen plug (collagen, anchor, suture, and radiopaque lock) was positioned against the inguinal ligament. The collagen plug was removed completely intact, sutures were placed, and hemostasis was achieved in approximately fifteen minutes. The patient was stable post procedure and was transferred to a room. The root cause of the bleeding post-deployment requiring surgical intervention is possibly due to the positioning of the collagen plug against the inguinal ligament likely due to the presence of an extremely high bifurcation, potentially causing the manta implant not to catch on the vessel properly during deployment and causing an ineffective seal at the access site. However, due to insufficient information regarding the initial and deployment procedures, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down is undeterminable. The IFU the following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.